Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation.exterior physical visual inspection: passed. The receiver will charge and boot. Performed receiver download and results show "shutdown receiver" due to battery low at 31% capacity on incident date (B)(6) 2017. Performed functional testing and passed. Case opened to inspect battery and passed. The customer's complaint was confirmed for receiver ceases to function because "shutdown receiver-reason battery low" at 31% capacity was found in log on incident date.the root cause of receiver ceases to function could not be determined